Event description:
It was reported that the patient's pump began alarming two days after implant, it was a critical alarm. The alarm was a pending alarm that took place due to a motor stall that occurred in (B)(6) 2012 before implant. The motor stall recovered one and a half days later. There were no symptoms related to the event and the device system was used to deliver baclofen. The patient was doing "well."

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), product type: catheter. Product ID: 8840, product type: programmer, physician. Product ID: 8840, product type: programmer, physician. Product ID: 8709sc, serial# (B)(4), product type: catheter. (B)(4).